Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. No missing retainer or physical damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 42 mg/dl at the time of incident. Customer reported that the retainer ring was missing. Customer reported that the reservoir was not able to locking in place. It was unknown that auto mode feature was active or not at the time of event. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.